Manufacturer narrative:
B3. Date of event: the exact date of the event was not reported.

Event description:
It was reported that the micromanipulator was damaged. It was further noted that when the laser is fired, the beam does not look to be aligned properly. No information regarding procedure and patient outcome was provided.

Manufacturer narrative:
B3. Date of event - the exact date of the event was not reported as of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse replaced the mirror on the manipulator. Tested accessories on laser and found that the unit has a damaged harness, two faulty digital joysticks, and damaged canner cause parameter and scanner related errors. The laser console passed full functional and electrical safety testing. Based on the analysis results, the reported beam not aligned was confirmed as replacing the micromanipulator mirror, harness, joysticks, scanner, and power cord resolved the issue. The damaged mirror is most likely the reason that caused the reported alignment issue.

Event description:
It was reported that the micromanipulator was damaged. It was further noted that when the laser is fired, the beam does not look to be aligned properly. No information regarding procedure and patient outcome was provided.

Event description:
It was reported that the micromanipulator was damaged. It was further noted that when the laser is fired, the beam does not look to be aligned properly. There was no patient involved.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse replaced the mirror on the manipulator. Tested accessories on laser and found that the unit has a damaged harness, two faulty digital joysticks, and damaged canner cause parameter and scanner related errors. The laser console passed full functional and electrical safety testing. Based on the analysis results, the reported beam not aligned was confirmed as replacing the micromanipulator mirror, harness, joysticks, scanner, and power cord resolved the issue. The damaged mirror is most likely the reason that caused the reported alignment issue.